Manufacturer narrative:
The device has been returned to the manufacturer. The investigation of the reported event is currently underway. No medical records or no medical images have been made available to the manufacturer. The lot number for the device has not been provided; therefore, a review of the device history records could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly could not be retracted from the sheath; therefore, the catheter and sheath were removed as a single unit. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number is unknown. Visual inspection:the device was returned within an 8fr introducer sheath. The distal end of the balloon was protruding from the distal end of the introducer sheath. The proximal balloon glue joint was not visible outside the proximal end of the introducer sheath. No other anomalies were observed to the catheter. The distal tip of the introducer sheath was observed to be flared, indicating retraction issues. No other anomalies were observed to the sheath.functional/performance evaluation:the patency of the guidewire lumen was tested and passed without issue. The balloon was unable to be retracted through the introducer sheath. The balloon was able to be advanced through the introducer sheath without issue. Stretching of the catheter was observed just proximal to the proximal balloon glue joint. With the guidewire in place, the balloon was inflated to rated burst pressure. The balloon took the appropriate shape upon inflation. The balloon was then deflated without issue. The balloon was able to be retracted through the introducer sheath without issue.medical records & image/photo review:no medical records or images/photos were provided for review.conclusion:the investigation is confirmed for retraction issues based on the condition of the returned sample (i.e. Introducer sheath tip was flared). The definitive root cause for the reported retraction issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.labeling review:the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding.precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.additionally, specific directions for use of the atlas pta dilatation catheter are included in the IFU.